Event description:
It was reported that during an unknown procedure, the spring of the single use ligating device has broken off, it could not be released and the nylon rope had to be cut off. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated information: d8, h2, h6, h7, and h9. The device history record was unable to be reviewed for this device since the lot number provided by the customer was incorrect. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.